Event description:
It was reported that 1 device was used during a laparoscopic vertical banded gastroplasty. It was reported by the affiliate that trocar got jammed in the anvil when they perforated the ventricle. They used a mba10 to grasp the anvil. When they used excessive force and twisted the trocar, it broke. There was an extended or time of 50 minutes. 03/18/1999 msg from affiliate. The ancillary trocar broke. There was no blood loss, but the surgery took much longer time and they had to puncture the ventricle twice. There was no consequence to the patient.